Manufacturer narrative:
The insulin pump was received with minor scratched lcd window, cracked reservoir tube lip, cracked belt clip slot and cracked battery tube threads. The drive support disk was inspected and no anomaly was noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed no delivery. The drive support cap was loose. Customer's blood glucose level was 227 mg/dl. The drive support cap was sticking out. Customer was advised to discontinue use of the device and revert to backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.